Manufacturer narrative:
(D10) concomitant devices: 320-38-00 - eq reverse 38mm humeral liner +0: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-01-38 - eq reverse 38mm glenosphere: (B)(6), 320-15-02 - eq rs glenoid plate sup aug 10 deg: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side and then experienced a failed hemiarthroplasty approximately 15 years after initial replacement that resulted in the patient undergoing a right shoulder revision (MDR#: 1038671-2025-01626). Subsequently, approximately 7 years after the revision, the patient experienced aseptic humeral loosening - loose humeral stem. As a result, the patient is scheduled for a second revision surgery this year. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The adverse event reported may be the result of humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices remain implanted or were not returned to exactech and no radiographs or clinical information was provided. H6: corrected health effect and investigation clinical codes.